Event description:
It was reported that a user experienced pairing failure between the ilet and a dexcom g7 continuous glucose monitor (cgm), with the responsible device not identified, and sensor subsequently paired after troubleshooting that included restart of ilet and sensor and the use of magnet. No adverse clinical symptoms were reported. Outcomes included no alerts, no alarms, and restoration of cgm functionality with successful glucose readings. User support included guided troubleshooting with magnet activation of the sensor, pump restart, and toggling the sensor type setting. Investigation of this case revealed that the sensor subsequently connected and functioned as intended, indicating a transient connectivity issue without a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an unconfirmed, non-reproducible pairing anomaly resolved through standard troubleshooting.